Manufacturer narrative:
According to available information, this device remains in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that this device and right ventricular lead displayed a high out of range impedance measurement. All other measurements were normal. The physician is aware of and closely monitoring this issue. No adverse patient effects were reported.